Event description:
During the pulsed field ablation procedure, an st segment elevation was noted after one of the last pfa applications in the lipv and starting ablation in the right superior pulmonary veins. A coronary spasm occurred during lipv application, leading to bradycardia and hypotension. Four pfa applications were performed in each vein in the nominal setting. Nitrate IV was administered to resolve the issue. The st elevation resolved after a few minutes. Risordant was administered. The procedure was completed. The patient has been discharged and stable. The physician alleges the pfa applications to be the cause of the coronary spasm. There were no performance issues with the catheter.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Files were received from the field, however no files that could provide additional information into the performance of the catheter were found. Therefore, no log file analysis was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.